Event description:
A 49 year-old male, was originally implanted on september 26, 1997. His implant functioned normally during the course of the next year. On august 27, 1998, he returned to the implant ctr for device eval. While at the ctr the pt indicated that he was unable to achieve any speech perception with his implant. Testing conducted at the ctr revealed several electrodes measured 999k. An x-ray was taken but nothing unusual was noted. The cochlear implant team at the ctr decided to monitor the pt closely. The pt returned to the ctr on september 15, 1998. Because there had been no change in device performance, the decision was made to explant the device. Revision surgery took place on october 2, 1998. A12425 was reimplanted with another clarion device.